Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring visit noted an electrogram suggestive of t-wave oversensing. The patient was brought to the clinic. Reprogramming was performed. The right ventricular lead remains in use. The patient is a participant in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.